Manufacturer narrative:
(B)(4). It was reported that the device had a ventilator inoperable alarm and does not pass the short self-test (sst). The device was not in use on a patient at the time of the event occurred. The service engineer (se) inspected the device and found that the expiratory collector vial was not seated properly. Therefore, it was leaking. The se seated the collector vial properly. The ventilator passed the extended self-test (est) and sst. Based on this information, the ventilator was not passing the sst test. This does not meet the requirement for reportability issue. The device has to pass the sst prior to patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator is inoperable. Additional information has been requested.